Event description:
It was reported that removal difficulties occurred. The 90% stenosed target lesion was located in mildly tortuous and mildly calcified obtuse marginal artery. A 20 x 2.50 and 24 x 2.50 promus elite drug-eluting stents were used. The 20 x 2.50 was used first and was advanced for treatment. However, during procedure the stent balloon was inflated at nominal pressure in 10 seconds then it was deflated. Upon removal the resistance was felt so they inflate the stent again to same pressure and then pulled negatively by removing the all air in the balloon to it fully deflated resistance was still encountered and when the stent reached the guide catheter, it was caught and dislodged. The procedure was completed with another of same device. This happened to both 20 x 2.50 and 24 x 2.50 promus elite drug-eluting stents. There were no patient complications reported.